Manufacturer narrative:
Correction: to b5 for missing complaint of interrogation problem.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed interrogation problem, low impedance and possible high voltage alert and inappropriate shock on the implantable cardioverter defibrillator (ICD). Interrogation also noted high defibrillation impedance and low pacing impedance on the right ventricle (rv) lead. The physician elected to explant and replace the ICD and rv. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed low impedance and possible high voltage alert and inappropriate shock on the implantable cardioverter defibrillator (ICD). Interrogation also noted high defibrillation impedance and low pacing impedance on the right ventricle (rv) lead. The physician elected to explant and replace the ICD and rv. The patient was in stable condition.